Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the pt line. Pt could not identify the exact origin of the leak. Pt's wife states he had no ill effects or antibiotics taken. Effluent has remained clear. There is a sample available for evaluation.